Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 508 mg/dl at the time of incident. The customer also reported that the sensor glucose was giving him inaccurate readings with more than 20 percent gap with the blood glucose reading. The customer also stated that there was a bent cannula found. The insulin pump will not be returned for analysis.